Event description:
The lay user / patient contacted lifescan (lfs) (B)(4) on (B)(6), 2012 alleging inaccurate high readings compared to the lab. The patient had obtained a 5.9 mmol/l on the meter compared to a lab result of 4.6 mmol/l. The readings were done less than 10 minutes from one another. The patient denied exhibiting any symptoms due to the alleged issue. The test strips were not cracked or broken. The test strips were not expired and the technique of applying blood on the tests trip was correct. The product was replaced. The complaint is being reported since the meter to lab comparison is greater than 20%.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510 (k) # is k093745.

Manufacturer narrative:
The products involved with this complaint have been returned and evaluated by product analysis with the following findings: on (B)(6) 2012 the test strips passed testing with no faults found. On (B)(6) 2012 the meter was tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.